Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient still has therapy and surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report that the ipg was nearing eol (end of life) was confirmed. Analysis and a longevity calculation of the returned device confirmed it had declared eri (elective replacement indication) before being explanted and it had normal battery depletion.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.